Event description:
It was reported that during a gastrectomy procedure, when taking out the stapler from its box, it was blocked. In fact, the halves couldn't be separated by completely disengaging the alignment/locking lever. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the membrane is separating from the dome, causing it to leak. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. The analysis results found that the instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal six drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it fired and formed all remaining staples as intended. The device latched and opened as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of an automated vision system to ensure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.